Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker changeout, the set screws from the active right atrial (ra) lead and right ventricular (rv) lead were seized, therefore the were unable to loosen the majority of the set screws. Finally, a drill had to be used to release the leads. When extracting the ra lead, the terminal pin broke. The right ventricular (rv) lead had been showing a very high threshold, nonetheless, the pacemaker was programmed ai, therefore this lead was technically not being used. This rv lead was temporarily plugged in as a back up in a new pacemaker that was implanted at vvi with a 30 bpm rhythm and no pacing. There were two additional unknown leads, one on the artium and other in the ventricle. They appeared to have the terminal pins cut off and capped with no serial or model visible. On x ray, they were thicker than the other leads and appeared to be passive leads. Neither of these two leads were functional and there is no evidence suggesting a malfunction for these leads. During the extraction both atrial leads were removed. The unknown rv lead was also removed and the lead that was used as a backup was cut and the terminal pin portion and some of the proximal lead was removed, but the distal portion of the lead remained adhered to the wall of the ventricle and left in the patient as a perforation on the rv wall occurred during the extraction. Open heart was done to repair the damage. During the procedure the patient suffered a cardiac arrest. The lead is no longer functional. The patient was eventually extubated and is having no issues so far. No additional adverse patient effects were reported.

Event description:
It was reported that during a pacemaker changeout, the set screws from the active right atrial (ra) lead and right ventricular (rv) lead were seized, therefore the were unable to loosen the majority of the set screws. Finally, a drill had to be used to release the leads. When extracting the ra lead, the terminal pin broke. The right ventricular (rv) lead had been showing a very high threshold, nonetheless, the pacemaker was programmed aai, therefore this lead was technically not being used. This rv lead was temporarily plugged in as a back up in a new pacemaker that was implanted at vvi with a 30 bpm rhythm and no pacing. There were two additional unknown leads, one on the artrium and other in the ventricle. They appeared to have the terminal pins cut off and capped with no serial or model visible. On x ray, they were thicker than the other leads and appeard to be passive leads. Neither of these two leads were functional and there is no evidence suggesting a malfunction for these leads. During the extraction both atrial leads were removed. The unknown rv lead was also removed and the lead that was used as a backup was cut and the terminal pin portion and some of the proximal lead was removed, but the distal portion of the lead remained adhered to the wall of the ventricle and left in the patient as a perforation on the rv wall occurred during the extraction. Open heart was done to repair the damage. During the procedure the patient suffered a cardiac arrest. The lead is no longer functional. The patient was eventually extubated and is having no issues so far. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.